Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent laparoscopic hernia procedure on (B)(6) 2015 and absorbable straps were used. During the procedure, the tip came off at the 6th firing. The tip was removed with forceps via a trocar. The procedure was completed with a like device. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 12/29/2015. The actual device was returned for evaluation, with the cannula cap detached from the cannula tabs and missing. No other visual damages were found. Fire testing was not conducted because trigger was jammed. Functional evaluation revealed that the prongs of the fork are deformed as indicative of the device being fired into bone or another hard surface. It is possible that cannula cap fell off from tabs due to damage on the fork. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.